Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies detection methods for the event in "operation manual: chapter 3: preparation and inspection", and preventative measures in "reprocessing manual: chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had air/water flow issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There was organic residue that seemed to be from the a patient's body in the nozzle and could not be removed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: bending section cover or distal sheath rubber glues separated; distal end insulation out of specifications; light guide lens cracked; bending angulations out of specifications; passive bending section and bending tube worn out; and plug unit cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.